Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the balloon slipped back slightly into the vagina and touched the posterior vaginal wall for a brief period which was described as less than one minute. The physician immediately pushed the balloon back into the uterus and completed procedure. After procedure, the physician examined the patient's vagina and a very small area of redness was noted. The patient was prescribed cleocin cream and an estrogen cream. The physician reported that the patient has had no problems from the incident.